Event description:
Facility equipment technician reported pt receiving hemodialysis on the baxter sps 1550. Technician stated the device shutdown when the blood pump was started. Device did not provide an audible alarm prior to shutdown, but the healthcare professional noted the shutdown and turned the machine back on and continued treatment without further problems to report. There was no medical intervention necessary and no pt injury as a result of this event.